Event description:
It was reported that during a post-implant follow up, the lead exhibited high threshold due to microdislodgement. During a lead repositioning procedure, the lead was unable to be removed from the pacemaker's header. Even after repeated attempts the lead couldn't be detached from the device header. The entire system was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported inability to loosen the setscrew was confirmed in the laboratory. Visual inspection identified epoxy material inside the connector block threads. When the setscrew was tightened in the field the epoxy in the threads resulted in locking the setscrew in place. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads.